Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and explant date. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements but still within range. Reprogramming was performed on this lead. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead was explanted. No further details have been provided at the moment. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements but still within range. Reprogramming was performed on this lead. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead was explanted. No further details have been provided at the moment. No additional adverse patient effects were reported. This lead has been received for analysis.